Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Assisted (B)(6) to identify problem fault to error 246-4100.5. Customer to repair/replace the logic board for the 8100 pump module. They decided to send the device for service depot repairs. She will go on-line to submit their RMA request (service level 2). Interaction record ((B)(4)).